Event description:
It was reported that occlusion occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.25 x 28mm and 2.25 x 16mm synergy xd drug-eluting stents were deployed in the circumflex artery and posterolateral descending artery. The patient was wheeled to post operation and complained of chest pain and had st-elevation in both lateral and inferior leads. The patient was then brought back to the laboratory, re-catheterized and it was observed that both stents were no longer patent. The patient also experienced a complication of myocardial infarction and ischemia. The procedure was completed successfully. The physician states that he does not believe the patient processes plavix efficiently and was changing to brilinta. The patient was expected to fully recover.

Event description:
It was reported that occlusion occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.25 x 28mm and 2.25 x 16mm synergy xd drug-eluting stents were deployed in the circumflex artery and posterolateral descending artery. The patient was wheeled to post operation and complained of chest pain and had st-elevation in both lateral and inferior leads. The patient was then brought back to the laboratory, re-catheterized and it was observed that both stents were no longer patent. The patient also experienced a complication of myocardial infarction and ischemia. The procedure was completed successfully. The physician states that he does not believe the patient processes plavix efficiently and was changing to brilinta. The patient was expected to fully recover. It was further reported that patient was sent back to the laboratory room and percutaneous coronary intervention was performed.